Manufacturer narrative:
H.6. Investigation summary: one photo displaying a grey particle was provided for our investigation. A device history review was performed for reported lot 1806102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Fragmentation testing was reviewed for the reported lot and results were found to be acceptable. Four retained samples of the same lot were used to conduct additional fragmentation testing, results found to be within specification. Without the physical sample we are not able to identify the composition of the particle or where it may have originated from. Based on the available we are not able to identify a root cause at this time related to our manufacturing process at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. No samples have been received at the moment. Based on a visual inspection of the picture received, it could be observed which it seems to be a grey particle inside an infusion bag, nevertheless, it is not possible to confirm the color nor establish the origin of such us particle. Phaseal needles are designed to reduce the coring tendency. If coring comes from membrane: human error: performing multiple injections on the membrane could lead to fragmentation. Machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the needle, it could provoke membrane fragmentation. Materials: needles. See below. If coring comes from rubber stopper: materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. Materials: needles. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. Misuse by the user: if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the protector because of the rubbing with the stopper of the vial may cause detachment of particles from the cap of the vial. It is recommended to carefully follow the instructions explained in the IFU.

Event description:
It was reported that before use of the protector p55 had an issue with foreign matter. The following information was provided by the initial reporter: p55 is used to avoid particles in the drug vial. They have realized few incidence¿s past weeks, when particles are found from the bottle. Now this particle is found from liquid bag after inserting the remicade -drug in there.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the protector p55 had an issue with foreign matter. The following information was provided by the initial reporter: p55 is used to avoid particles in the drug vial. They have realized few incidence¿s past weeks, when particles are found from the bottle. Now this particle is found from liquid bag after inserting the remicade -drug in there.